Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2025-03469 with an g3: date received by MFR of 05/27/2025. Additional information was received on 06/26/2025 that triggered this new initial MDR for this event. B3/d10: the event occurred between 05/21/2025 to 05/26/2025. D4: suspect lot 24g011 was identified. The d4: expiration date is 07/01/2027 and the UDI # is (B)(4). E1: initial reporter postal code: (B)(6). H4: the suspect lot was manufactured july 15-17, 2024. H11: the actual device was not returned; however, a companion sample from suspect lot 24g011 was received for evaluation. Visual inspection on the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed using in-lab dextrose solution and the flow rate was found to be within the product specification range. The reported condition was not verified during testing on the companion sample using in-lab dextrose solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not fully infuse; approximately 20-40ml volume was still remaining after the expected infusion time. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with 18000mg piperacillin/tazobactam in 240ml 0.9% buffered sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.